Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin when filling cartridges, and was educated on proper insulin usage. Customer reloaded existing cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.